Event description:
A customer reported to beckman coulter inc., (bec), that a patient sample run on their coulter act diff 2 analyzer gave low hemoglobin (hgb) and hematocrit (hct) results that did not match rerun results. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment attributed to this event. Review of the data shows only the hgb and hct results were provided for the initial run where results were low without instrument flags compared to the rerun results (full complete blood count (cbc)). The rerun results were considered correct and reported out of the laboratory. Initial and rerun were both run in open vial whole blood (ovwb) mode. The customer indicated no other patient samples had any issue and the controls were within specifications.

Manufacturer narrative:
Qc run before the event was within range and the instrument is currently performing within qc specifications. Review of the provided qc data, run prior to the event, confirms no qc issue. Service was not dispatched fort his event. Beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. The cause of this event is unknown.